Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment an internal blood leak occurred. The leak was visually observed at the arterial header of the dialyzer twenty minutes after the initiation of treatment. There was no damage noted to the dialyzer. Blood test strips were used & tested positive. The machine's blood leak detector did alarm appropriately. The estimated blood loss to the patient was 200ml. The patient had no adverse effects & no medical intervention was required. The patient completed treatment on another machine in the facility w/a new set-up. The sample is not available for investigation.

Manufacturer narrative:
There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A lot number review was conducted and as of 08/15/2015, no additional complaints have been reported against the reported lot number. The reported complaint of internal dialyzer blood leak was not confirmed. A complaint sample has not been received for manufacturer evaluation. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the complaint sample.